Manufacturer narrative:
Internal corrosion was noted in the received pod, mainly around the bottom battery and traces of corrosion were found on the pcb assembly and one of the sma wire pulleys. During leak test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This was the source of internal fluid leakage that caused corrosion inside the pod. The damage to soft cannula affected the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. As treatment, a bolus was delivered.